Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to condition of the device. Visual evaluation revealed that the cutter tip of the device is stuck and the actuator tube broke off. Probable cause is attributed to misuse due to applying excessive forces to the device. Refer to investigation photos.

Event description:
It was reported that while retrograde drilling during an all-inside anterior cruciate ligament surgery the shaft broke and the cutter came loose. The broken-off piece could be removed by doing a complete tibial socket, as result, it was necessary to implant a larger button. There was no harm to the patient, operator, or third party. The surgery was finished successfully with an 11mm drill. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.